Manufacturer narrative:
D6b: corrected the explant date.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data logs were investigated, and the placement signal not reliable alarm was confirmed. Returned product was investigated and it was noted that there was a kink in the catheter just outside the kink protector. Then, the pump failed the laser continuity test as light leaked at the previously mentioned kink location in the catheter. Based on clinical details, data logs, and returned product, the root cause of the optical signal issue was determined to be a damaged fiber in the catheter just outside the kink protector. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the use of a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. During support, optical signal loss occurred following patient cable handling. Despite this, the pump remained operational throughout the procedure until weaning and explantation. No patient harm was reported.

Manufacturer narrative:
G3: corrected date.